Event description:
Sister of the user called stating that the m51p power chair was being used by her brother in a facility. The aids smelled smoke coming from the chair and when they looked at the wire connecting the joystick to the battery the wire had allegedly burned to the point it fell off.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m51p, serial number/date (B)(4) is approximately 3 years 3 months old. The owner's manual part number 1125085 rev j (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.